Event description:
User facility reported seating issue regarding the triad pin holder. User facility has concerns about how the pins seat in the pin holders. Resident feels there's no problem with the clamp but with the holders when using pins. Additional info received 03/10/2006 confirmed pt laceration.

Manufacturer narrative:
The returned a-1108 skull clamp was in fair condition. The 80# torque knob tested in specification, but the swivel base had some rotational movement when locked. When properly positioned, adjusted and locked, the clamp functioned properly. The clamp was disassembled and the internal parts were found to have a heavy residue built-up and the index knob was found to be cracked. The residue was the result of repeated cleanings, perhaps at elevated temperatures. The hosp has been advised of the investigation findings and has requested conversion of the a-1108 adjustable rocker arms to the a-1059 non-adjustable rocker arm. After repair and conversion the clamp was returned to the hospital.